Manufacturer narrative:
The reported event of "valve dysfunction" could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information comes from the abstract from the medical journal of (B)(6) general hospital, 2017 vol.6, no.1, p.43-47, titled, a case in which transthoracic echocardiography was useful for diagnosis of artificial valve dysfunction after aortic valve replacement surgery. On an unknown date in 2011, an aortic valve replacement (avr) was performed for the treatment of aortic stenosis (as) and this 19 mm regent mechanical heart valve (serial unknown) was implanted. In (B)(6) 2015, the patient presented with complaints of palpitations and shortness of breath. The patient was admitted and a transthoracic echocardiography (tte) was performed and artificial valve dysfunction was suspected. The patient was transferred to another hospital to undergo surgical intervention. Subsequently, thrombosis of the valve was diagnosed, and a thrombectomy was performed. In (B)(6) 2016, the patient presented with symptoms of congestive heart failure (chf). A recurrence of valve dysfunction was a concern. Although surgical intervention was considered, it was difficult to perform due to severe calcification in the ascending aorta. Anticoagulant medication was provided for the treatment and after continuation of anticoagulant medication, a cineradiography revealed that the impeded mobility of the leaflets on this valve improved. Patient specific information of patient identifier and weight are not available for this complaint. No additional information is available.